Manufacturer narrative:
Investigation evaluation: an evaluation of the complaint device could not be performed because the complaint device said to be involved was not provided to cook for evaluation. However, one sealed device was returned from w4122236 and two sealed devices from w4134335. Device 1: sealed device from lot w4134335. Our laboratory evaluation of the returned product could not confirm the report. All device components were present in the plastic tray. During our laboratory analysis, the multi-band ligator device was attached to an endoscope that was placed in a simulated gastrointestinal position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The multi-band ligator barrel was attached onto the end of the endoscope. Simulated varices were placed at the end of the barrel and vacuum pulled and each band was fired. It was observed that the bands constricted and functioned as intended. A visual examination of the device was performed. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured which is within tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. Device 2: sealed device from lot w4134335. Our laboratory evaluation of the returned product could not confirm the report. All device components were present in the plastic tray. During our laboratory analysis, the multi-band ligator device was attached to an endoscope that was placed in a simulated gastrointestinal position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The multi-band ligator barrel was attached onto the end of the endoscope. Simulated varices were placed at the end of the barrel and vacuum pulled and each band was fired. It was observed that the bands constricted and function as intended. A visual examination of the device was performed. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured which is within tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. Device 3: sealed device from lot w4122236. It was discovered that the device had been returned after the expiration date indicated on the device packaging. A functional test was not completed for the returned device since the device was beyond the expiration date. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the complaint product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Inadequate storage conditions contribute to the properties exhibited as described in the customer complaint. The instructions for use advise the user to: "store in a dry location, away from temperature extremes." The user also indicated premature deployment of bands. Premature band deployment can occur if the handle is placed in the firing position before the endoscope is in place inside the patient or even while winding the trigger cord. The user is advised not to apply tension to the trigger cord while winding it on the handle to avoid premature deployment of bands. The instructions for use direct the user: ¿with handle in two-way position, slowly rotate handle clockwise to wind trigger cord onto handle spool until it is taut. Note: care must be taken to avoid deploying a band while winding trigger cord." Another possible contributing factor to premature band deployment includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in premature band deployment if enough tension is applied to pull the cord free. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
Prior an endoscopic procedure, the physician selected a cook 6 shooter saeed multi-band ligator. The patient was undergoing a gastroscopy for esophageal banding. The mbl-6-ov was loaded onto the endoscope as per the instructions for use. One of the bands was accidentally deployed before the endoscope was put back into the patient [band prematurely deployed]. The staff noticed that the deployed band had not recoiled as it normally would, it was still enlarged and was twisted (forming an infinity shape). They removed the device from the endoscope. Over the course of the next hour after the procedure the bands gradually recoiled to their smaller resting state and untwisted). This occurred prior to patient contact; there was no impact to the patient.